Event description:
Event description boston scientific received information that this transvenous defibrillation lead recorded a low r-wave measurement in august. In testing today, the r-wave measurements were 8mv. Also, a shock impedance measurement of <20 ohms was recorded in july. Current shock lead impedance tests produced measurements of 50 ohms. A boston scientific technical services consultant discussed checking the impedance while performing isometrics; this resulted in a 38 ohm reading with the others at 50 ohms. No noise was observed on the shock channel, and the patient had not had any shocks since implant. It was recommended that the patient be brought in for a high energy shock to test the integrity of the shocking system. During dft testing, a high energy shock caused the device to revert to safety mode.